Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in inappropriate anti-tachycardiac pacing. The patient was seen in clinic and programming changes were made. The patient was reported stable.